Manufacturer narrative:
Additional information: system checkout information. A medtronic representative went to the site to test the equipment. Testing revealed that the error indicated by the customer can not be replicated. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that while outside of procedure, the transfer of a 3d imaging scan from imaging system to navigation system could not be completed. It was reported that the navigation system and imaging system were connected. There was no patient present at the time of the issue.